Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 40 mg/dl to "high" on cgm. Low bg and high bg causes were not known. Customer consumed carbohydrates to address low bg and delivered a correction bolus to address high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.